Manufacturer narrative:
Device powered up and received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify failed battery test, and blank display anomaly due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had a failed battery and now the insulin pump was turned off. The customer had received a battery fail. The customer was unable to complete troubleshooting as the insulin pump was not turning on. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was not blank currently. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The insert battery alarm did not display on the insulin pump screen. The insulin pump was exposed to water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.